Manufacturer narrative:
The customer reported that the suspect device will not be returned for evaluation. Therefore, root cause was not determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator appeared to cycle, with very low return volumes during patient use. The unit was removed from the patient and there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue and performed an initial check on the unit, discovering an exdr fault. Calibrate the exdr; discovered that the exe flow exdr would not hold calibration; a main board replacement is required. A new main board has been ordered, and a return trip is required; the unit was then delivered to the site and the main board was replaced. The device has been fully calibrated and verified, and it is now ready for use.